Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient came into clinic with a right ventricular lead that exhibited high capture threshold and decreased sensing threshold. No programming changes were made during the device check. No patient consequences reported